Event description:
Multiple lot numbers received with packaging problems which may effect the sterility of the product. The sterile wrapper does not remove properly causing it to tear in an irregular manner. Co's response to the problem was that it is the sealing device making too tight of a seal.